Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The issue was attributed to the system pcb assembly. The device is no longer repairable and the customer was advised to scrap the device.

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.